Event description:
The pt was implanted with a synchromed pump and catheter in 1998 for intrathecal infusion of baclofen for intractable spasticity related to spinal cord injury/spinal cord disease. The pt underwent a pump refill in 2000 with equal actual and expected volumes remaining. The pt was hospitalized in july for dysreflexia. Pt was refilled in the hosp in july with increased spasms and pain seen. A rotor study and a catheter contrast study showed the pump and catheter were functioning well. A pump refill performed in 2000 showed the pump reservoir was full. The pump was replaced in 2000 with an isomed pump. The explanted pump was returned to the MFR for analysis. The pt is improved with pump replacement.

Event description:
The pt was implanted with a synchromed pump and catheter in 1998 for intrathecal infusion of baclofen for intractable spasticity related to spinal cord injury/spinal cord disease. The pt underwent a pump refill in 2000 with equal actual and expected volumes remaining. The pt was hospitalized in july for dysreflexia. Pt was refilled in the hosp in july with increased spasms and pain seen. A rotor study and a catheter contrast study showed the pump and catheter were functioning well. A pump refill performed in 2000 showed the pump reservoir was full. The pump was replaced in 2000 with an isomed pump. The explanted pump was returned to the MFR for analysis. The pt is improved with pump replacement.